Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the up, down, and ok buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/04/2014. Device evaluation: the device has been returned and evaluated by product analysis on 03/12/2014 with the following findings: all of the keypad buttons were functional and normally responsive there was no damage to the keypad and no corrosion observed on any of the button contacts. The complaint regarding this pump could not be verified with investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.